Event description:
Event verbatim [preferred term] 2 large burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age and ethnicity used thermacare heatwrap (thermacare lower back & hip), lot number: r47299 and expiration date: sep2019, from an unspecified date for an unspecified indication. Medical history included diabetes. The patient's concomitant medications were not reported. On an unspecified date the patient suffered from 2 large burn blisters. He wore a shirt under the back belt. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "2 large burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "2 large burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the burned blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] 2 large burn blisters [burns second degree] , used product with medical history insulin-dependent diabetes/ he did not consult physician [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity used thermacare heatwrap (thermacare lower back & hip) (device lot number: r47299, expiration date: sep2019) from (B)(6) 2017 for tensed back. Medical history included ongoing insulin-dependent diabetes. The patient's concomitant medications were not reported. On (B)(6) 2017, the patient used the heatwrap for the first time for tensed back and developed 2 large burn blisters on his back. The burn blisters were located on his lumbar area which was then treated by a physician with flammazine. He wore a shirt under the back belt. As of (B)(6) 2017, the pharmacist confirmed that the patient with medical history insulin-dependent diabetes did not consult physician and patient saw tv advertisement which showed one the benefits of using thermacare. Action taken with the suspect product was permanently withdrawn on an unspecified date in 2017. Clinical outcome of the events was unknown. The patient did not experience long-term sequelae such as scarring. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the burned blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (13dec2017): new information received from the same contactable pharmacist includes: patient's age, medical history, suspect product indication, event details (new event "used product with medical history insulin-dependent diabetes") and treatment information. Follow-up attempts completed. No further information expected. Follow-up (18dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (29dec2017): new information received from the same pharmacist included: patient did not consult physician before using the thermacare heatwrap. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of "2 large burn blisters" and "used product with medical history insulin-dependent diabetes" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Both events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "2 large burn blisters" and "used product with medical history insulin-dependent diabetes" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Both events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
This is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity used thermacare heatwrap (thermacare lower back & hip), lot number: r47299 and expiration date: sep2019, from an unspecified date for tensed back. Medical history included ongoing insulin-dependent diabetes. The patient's concomitant medications were not reported. On (B)(6) 2017 the patient used for the first time thermacare heatwrap for tensed back and developed 2 large burn blisters on back, lumbar area which were then treated by physician with flammazine. He wore a shirt under the back belt. The outcome of the event was unknown. The patient did not experience long-term sequelae such as scarring. In response to the event thermacare heatwrap was withdrawn. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2017): new information received from the same contactable pharmacist includes: patient's age, medical history, suspect product indication, event details (new event "used product with medical history insulin-dependent diabetes") and treatment information. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the event of "2 large burn blisters" and "used product with medical history insulin-dependent diabetes" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Both events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "2 large burn blisters" and "used product with medical history insulin-dependent diabetes" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Both events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the burned blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint.

Event description:
2 large burn blisters burns second degree, used product with medical history insulin-dependent diabetes device use error, . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) year-old male patient of an unspecified ethnicity used thermacare heatwrap (thermacare lower back & hip) (device lot number: r47299, expiration date: sep2019) from an unspecified date for tensed back. Medical history included ongoing insulin-dependent diabetes. The patient's concomitant medications were not reported. On (B)(6) 2017, the patient used the heatwrap for the first time for tensed back and developed 2 large burn blisters on his back. The burn blisters were located on his lumbar area which were then treated by a physician with flammazine. He wore a shirt under the back belt. Action taken with the suspect product was permanently withdrawn on an unspecified date. Clinical outcome of the event was unknown. The patient did not experience long-term sequelae such as scarring. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). Consumer reports "a heat wrap caused burned blisters on the skin". The cause of the burned blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (13dec2017): new information received from the same contactable pharmacist includes: patient's age, medical history, suspect product indication, event details (new event "used product with medical history insulin-dependent diabetes") and treatment information. Follow-up attempts completed. No further information expected. Follow-up (18dec2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the event of "2 large burn blisters" and "used product with medical history insulin-dependent diabetes" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Both events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "2 large burn blisters" and "used product with medical history insulin-dependent diabetes" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. Both events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.